Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 22-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included multigravida (total number of pregnancies: 7), parity 3 ((B)(6) 2010; (B)(6) 2011; (B)(6) 2013), anemia and asthma. (B)(6) 2014, pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Transabdominal ultrasound: uterus: normal size. Endometrium: 9 mm, which is within normal limits for a premenopausal woman right ovary: normal size. Normal follicles. Left ovary: normal size. Normal follicles. Impression; ovaries are normal in size and have normal flow on color doppler imaging, making torsion very unlikely normal appearing pelvic ultrasound. Fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Previously administered products included for an unreported indication: iron, amoxicillin, levofloxacin, cephalexin, hydrocodone and norco. Past adverse reactions to the above products included rash with cephalexin, levofloxacin, amoxicillin and norco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), allergy (rash), allergy (rash), food allergy (rash, throat swelling, eye irritation) and retroverted uterus. In 2013, the patient experienced migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 6 months 25 days after insertion of essure. On an unknown date, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, migraine, headache, fatigue, alopecia, menorrhagia, vaginal haemorrhage and allergy to metals had not resolved and the device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, alopecia, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Essure insertion date (B)(6) 2013. Two pregnancy (B)(4) and (B)(4) cases were created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on an unknown date: proper placement confirmed; on (B)(6) 2014: results: everything looks good. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review this case has been identified as duplicate of (B)(4) case. All source document and information has been transferred from (B)(4) (deletion case) to (B)(4) (retention case). No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010;(B)(6) 2011;(B)(6) 2013), anemia and asthma. Previously administered products included for an unreported indication: iron, amoxicillin, levofloxacin, cephalexin, hydrocodone and norco. Past adverse reactions to the above products included rash with cephalexin, levofloxacin, amoxicillin and norco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), allergy (rash), allergy (rash), food allergy (rash, throat swelling, eye irritation) and retroverted uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, migraine, headache, fatigue and alopecia outcome was unknown. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache and migraine to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test (B)(6) 2014 pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirms pelvic pain plus bilateral perforated essure. Most recent follow-up information incorporated above includes: on 26-jan-2018: new events added: migraines, headaches, fatigue, hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010;(B)(6) 2011;(B)(6)2013), anemia and asthma. Previously administered products included for an unreported indication: iron, amoxicillin, levofloxacin, cephalexin, hydrocodone and norco. Past adverse reactions to the above products included rash with cephalexin, levofloxacin, amoxicillin and norco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), allergy (rash), allergy (rash), food allergy (rash, throat swelling, eye irritation) and retroverted uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, migraine, headache, fatigue, alopecia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test (B)(6)2014. Pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Concerning the injuries reported in this case, the following one/ones were describing patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia and reporter information was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 22-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6)2010;(B)(6)2011;(B)(6)2013), anemia and asthma. Previously administered products included for an unreported indication: iron, amoxicillin, levofloxacin, cephalexin, hydrocodone and norco. Past adverse reactions to the above products included rash with cephalexin, levofloxacin, amoxicillin and norco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), allergy (rash), allergy (rash), food allergy (rash, throat swelling, eye irritation) and retroverted uterus. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2014, 6 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, migraine, headache, fatigue, alopecia, menorrhagia, vaginal haemorrhage and allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: everything looks good. (B)(6) 2014 pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Transabdominal ultrasound: uterus: normal size. Endometrium: 9 mm, which is within normal limits for a premenopausal woman right ovary: normal size. Normal follicles. Left ovary: normal size. Normal follicles. Impression; ovaries are normal in size and have normal flow on color doppler imaging, making torsion very unlikely normal appearing pelvic ultrasound. Fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Concerning the injuries reported in this case, the following one/ones were describe patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received - new event "nickel allergy" was added. New reporter was added. Outcome for all the events were added as not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no: a14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 on (B)(6) 2010; on (B)(6)2011; on (B)(6) 2013), anemia and asthma. Previously administered products included for an unreported indication: iron, amoxicillin, levofloxacin, cephalexin, hydrocodone and norco. Past adverse reactions to the above products included rash with cephalexin, levofloxacin, amoxicillin and norco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), allergy (rash), allergy (rash), food allergy (rash, throat swelling, eye irritation) and retroverted uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, migraine, headache, fatigue and alopecia outcome was unknown. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache and migraine to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure confirmation test. On (B)(6) 2014, pelvic pain, check for foreign body, result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Concerning the injuries reported in this case, the following one/ones were describing patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.